Event description:
Information received from the field does not address the patient's clinical status but notes that at implant, interrogation o f the device showed a 16 month longevity with a battery impedance of 1300 ohms.

Manufacturer narrative:
H6 - final analysis found a decrease in magnet rate due to a high current drain that depleted the battery. The high current drain was caused by an out of specification digital integrated circuit.